Event description:
Patient's chief complaint is unspecified pain. On (B)(6) 2007 procedure: ¿ c5-6 anterior discectomy. ¿ c5-6 arthrodesis. ¿ c6~ 7 anterior discectomy. ¿ c6-7 arthrodesis. ¿ c5~6 interbody fusion cage. ¿ c6-7 interbody fusion cage. On (B)(6) 2008 patient presented to emergency department complaining of rectal pain; hemorrhoid. Pt reports pain is relieved with rx from ed. Patient encouraged to watch diet and fiber. On (B)(6) 2009 patient walked into clinic complaining of facial pain and pain in temples; has been treated recently with amoxicillin and predisone. Also using perocet 4 daily instead of 2 daily for neck and back pain. On (B)(6) 2009 patient complained of pain behind eyes. Patient was seen for an injection for a headache pt had for four days/a few hours after the injection pt did not have any pain, but still had some tension/was told to call if worsens. The following morning pt was having some twinges and thinks the headache is beginning to come back; states a history of issues with discs in neck. On (B)(6) 2009 patient complains pain still bad. At that time discussed the possibility of getting on some long acting medicines to help manage pain. On (B)(6) 2009 pt concerned bc pain meds are not touching the pain. On (B)(6) 2009 gabapenlin not helping pain but has completely relieved the radiculopathy (B)(6) 2009 pt presents with wrist pain and is concerned of possible carpel tunnel. Pt states pain in wrists for months; history of neck surgery-pain goes into shoulders and into arms-takes percocet and oxycontin. Has been in printing business for 30 yrs. Thinks carpal tunnel-has to turn crank on machine with left hand and bend/twist wrists to get paper in machine (B)(6) 2010 disc degeneration ~ cervical disc degeneration ~thoracic trial of a tens unit: patient was given a prescription with directions on how to obtain this unit. On (B)(6) 2010 reason for visit: ic, pain in penis. Patient complaining of painful erection for one week, palpable band in penis even when flacid, pain is not with ejaculation, noticeable downward bend of penis. Bending of penis may be present for months but pain is new and only with erections. On (B)(6) 2010 patient had pain going on down the arms - pain intensity has been worse pain goes thru neck and down the arms pt is about to lose insurance.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly the patient developed "significant pain that requires frequent trips to the doctor."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion at c5-6, c7-8 in which rhbmp-2/acs was used.